Manufacturer narrative:
Analysis: visual inspection shows no outward signs of damage to the outer wrap of silicone oxy. Unit was run with fluid at 1.8 l/min with 3 ps back pressure for 30 minutes. During run, detected a body fluid/water mixture exiting the gas port. Unit was dissected which shows a large body fluid stain inside the envelope near the end roll. Unit was dried overnight and vacuum tested in the morning. Vacuum test could not detect the leak path at end roll. It is suspected that the amount of body fluid inside, caused the leak path to seal. However, an additional leak was detected near the middle, center of envelope (non-body fluid stained area) microscope inspection shows a small cut (loops down) along the fabric. The cut intersects a deep indentation in the membrane caused by the screen. No high spots were observed in the screen material. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occurred and was likely related to user handling. As the product passed all manufacturing tests prior to being released for distribution, we suspect that the damage occurred outside of medtronic's control. Specifically, we suspect that deep negative vacuum pressures used during the priming phase of the product may have contributed to the reported event. The customer elected to decrease the amount of negative pressure used. No further complaints have been received from the customer.

Event description:
Medtronic received information that this silicone membrane oxygenator exhibited a fluid leak at the gas port. This observation was made during patient use. The device was changed out, with no reported adverse patient effects. Further discussions with the hospital identified the deep negative vacuum pressure was used during the priming phase of the device.